Manufacturer narrative:
The publication states that the aortic valve injury occurred during impella support but it was unknown if the pump caused the issue. The product was no longer available for analysis or testing, and nor were the data logs. The pump was inserted without a guidewire via the direct route. The presumed root cause of the aortic valve damage was excessive force during implant. The damaged valve was replaced. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella support was in (B)(6) 2020. All product was subsequently disposed of. When the literature piece was discovered, the investigation began into the event. The root cause of the aortic valve damage has not yet been determined. At conclusion of the investigation, a final report will be filed.

Event description:
The patient was in the operating suite (in 2020) for a cardiopulmonary bypass. The team had 4 vessels bypassed and due to a need for hemodynamic support, the impella 5.5 was placed for support via direct access to the aorta. The impella supported the patient for 8 days successfully and then was weaned and explanted. The physician later published upon this patient and noted that at explant the patient went into cardiogenic shock attributed to the damage aortic valve leaflet. The leaflet injury was treated by surgery. The aortic valve was replaced. The publication attributes this harm to the use of impella.